Event description:
A surgeon reports a pt developed fine cellular tyndall fifteen days following intraocular lens (iol) implant surgery. There were no other signs of inflammation and the pt's visual acuity was not affected. The pt was treated with antibiotics and anti-inflammatory medications with very progressive improvement after 3-4 months. The association between this event and the iol is not known.